Event description:
It was reported that the customer was hospitalized with high blood sugars. Prior to the incident the pump alarmed e-01. Troubleshooting indicated that the device was functioning properly. Explained that high blood sugars are most often caused by a site issue and recommended changing the infusion set. Assisted with reprogramming the pump.